Manufacturer narrative:
Through follow up, livanova was informed that the date of the event was march 20, 2016. The possible sns of the 3t heater coolers are (B)(6) (manufacturing date 21 jul 2006) or (B)(6) (manufacturing date 24 jul 2006) or (B)(6) (manufacturing date 24 jul 2006). A review of the DHR did not identify any deviation or non-conformity relevant to the reported issue. Additionally, acute eye and ear damage were reported together with m. Chimaera infection acquired post-operatively following a heart valve operation. Complainant alleges that the infection was derived from the 3t used during the operation. Source of m. Chimaera has not been scientifically determined.

Event description:
See initial report.

Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in melbourne, australia. This event was brought to livanova¿s notice by a lawsuit being filed, and the possibility to speak with the person suing us is limited by the rules of litigation. However, livanova is working in collaboration with its legal department to obtain any relevant information from the complainant. Livanova will timely share with the competent authority in a follow-up report any relevant additional information received.

Event description:
Complainant alleges through their counsel a mycobacterium chimaera infection as a result of surgery. Based on current status of the investigation the alleged device issue was yet not confirmed.

Manufacturer narrative:
H10: no other information has been made available by the customer. Device history record (DHR) review could not be performed since no serial number of the involved device used in the surgery has been made available. Heater cooler 3t systems in use in the hospital at the time of the surgery had not yet been updated with with vacuum and sealing kit. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.

Event description:
See initial report.